Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted gynecology myomectomy surgical procedure, that the 8mm mega suturecut needle driver instrument had its wires broke while suturing. The instrument had 4 out of 15 lives left. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The surgical task being performed is suturing. The instrument did not collide with any other instrument or tool during procedure. 1 cable was visible protruding from the distal end of the instrument. There were no fragments that fell into the patient. No media available for review.